Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular lead had a decrease in r-wave amplitude. The patient came into clinic for follow-up, and the r-wave amplitudes had decreased even more. The lead was explanted and replaced. There were no patient symptoms or consequences reported.